Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated (B)(6) 2019.

Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 21. On (B)(6) 2019 fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, fistula and inflammation. No further patient complications were reported.